Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance trend of the rv defibrillation coil was rising.

Event description:
It was reported that the right ventricular (rv) lead triggered a high impedance alert due to a gradual increase in the rv defibrillation impedance value. It was noted the lead impedance trend stabilized and the alert would be adjusted to a higher value. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.